Manufacturer narrative:
Investigation included review of use history and guided troubleshooting over the phone. Investigation of this case revealed that the cause of the hyperglycemia was unclear and resolved after the supply change. It was concluded that a device-related malfunction could not be confirmed and the event was assessed as hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia with a fingerstick reading of 526 mg/dl while using the ilet; the agent observed that insulin did not appear to be delivering, and the user performed a guided supply change using new infusion components, after which glucose values trended down to 326 mg/dl and then 253 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included user education and troubleshooting with improvement in glucose levels and no medical intervention or hospitalization.